Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda , prolonged hospitalization, lung edema, dyspnea, and recurrent mitral regurgitation it was reported that the initial mitraclip procedure on (B)(6) 2021 was to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium, dilated left atrium, and degenerated anterior leaflet. One clip was successfully deployed, reducing mr to 1-2. Then on (B)(6) 2021, the patient returned with lung edema and shortness of breath. It was discovered that the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated the cause of the slda is possibly due to the degenerated anterior leaflet could not hold the clip. The patient will remain hospitalized to undergo surgical treatment. Additional treatment has not yet been performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy (degenerated anterior leaflet). The reported mitral valve regurgitation (mr) was a result of the reported slda as the mr returned after the slda occurred. The reported dyspnea was a result of the recurrent mr. The reported pulmonary edema was related to the reported dyspnea. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized for further treatment. The reported patient effects of mr, dyspnea and edema are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a